Event description:
According to the initial reporter: biliary stent placed in (B)(6) 2021 to treat bile duct leak without transection. At 59 days post-procedure, partial proximal (upstream) study stent migration was noted without symptoms. During the ercp to remove the study stent, trauma to the biliary tract occurred, specifically creation of a supra-papillary fistulotomy near the major papilla. This was treated with placement of a fully covered metallic biliary stent (through biliary orifice). The site noted the biliary tract trauma as related to the study stent, specifically to the stent migration, and related to the study procedure, noting ¿process of ercp stent removal created fistulotomy.¿ this was queried since the removal procedure is not the study procedure. Additionally, the site noted this event as related to ¿underlying pancreas necrosis with duodenal edema.¿ additional procedures performed at the same time as study stent placement: balloon dilation pancreatic stent placed for pancreatitis prophylaxis sphincterotomy stone retrieval catheter dilation of main pancreatic duct, balloon sweep of pancreatic duct, pancreatic sphincterotomy, endoscopic advancement of feeding tube, ventral pancreatic duct stent placement (cook stent) rectal nsaids were administered immediately before, during, or immediately after the procedure: indomethacin